Event description:
Related manufacturer report number: 2017865-2017-34002. During a follow-up, there were episodes of noise reversion and a decrease in sensing on the right ventricular channel. There was also a loss of pacing. The device, right atrial, and right ventricular leads were explanted and replaced. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
The reported events of noise problem and sensing r-wave amplitude variation were not confirmed. As received, a complete lead was returned for evaluation in one piece. Electrical testing and x-ray examination did not reveal any indication of conductor fractures. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damages.